Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, two backed out speedplates were discovered via a radiographic image from a post-op follow-up. No other patient outcomes were reported as a result of this event. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, two backed out speedplates were discovered via a radiographic image from a post-op follow-up. No other patient outcomes were reported as a result of this event. Additional information indicates the patient is also being treated for cellulitis and has experienced a near-complete loss of correction. The surgeon noted the patient walks on the foot without a boot, has not used their scooter, and has been weight-bearing before the surgeon allowed it. No devices were returned for evaluation as the hardware remains implanted. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, additional information indicates it is likely that patient non-compliance could have contributed to what the patient experienced. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2024-00237.